Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the spo2 measurements can be difficult to get on newborns during the first 20 minutes of life and wrong pulse frequencies (half true value) in some cases. No patient impact or consequences were reported.

Event description:
The customer reported the spo2 measurements can be difficult to get on newborns during the first 20 minutes of life and wrong pulse frequencies (half true value) in some cases. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Concomitant medical products: from a blank field to rd rainbow set patient cable; rad-97 pulse co-oximeter.